Event description:
It was reported that the tip of the torx driver was worn. Upon receipt, it was determined that the tip was actually broken off. The instrument was used to treat a pt during the reported circumstances. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual examination found that the tip has fractured due to a torsional shear failure in a manner consistent with over-torque. A review of the device history records found no documentation to indicate a non-conformance to specification.